Event description:
It was reported that a dual-chamber pacemaker was implanted, during the atrial lead implant the lead dislodged and could not reach target position. After, multiple attempts to implant the atrial lead, the lead was not implanted. As a result, a single chamber device was implanted. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.